Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 372 mg/dl at the time of incident. The customer also reported air bubbles were present in their reservoir. Customer stated the air bubbles were champagne size and some were larger in size. The customer also reported they did not store the insulin at room temperature. Customer reported there were no leaks present on the insulin pump and the cannula was not bent. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer also stated their blood glucose declined to 303 mg/dl at the end of the call. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.